Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on (B)(6) 2019 stating, "failed atp [adenosine triphosphate] testing during reprocessing" involving video bronchoscope, model eb-1570k, serial number (B)(4). The video bronchoscope was received by pentax medical for evaluation on 31-jul-2019. The bronchoscope was inspected by pentax medical service on 12-aug-2019 and the following inspection findings were documented: insertion tube severe crush at stage 1; passed wet leak test; umbilical cable buckle at control body side; umbilical cable buckle at umbilical connector side; segment crushed; up/ down brake lever cracked; passed dry leak test; control body cracked at side body cover near #4 button; suction arm rubber cover split/crack; # 1 remote control button cover cracked; hole in # 4 remote control button cover; up angulation decreased; distal body chip at channel opening at thinnest part. The bronchoscope underwent repairs including the following components: bending rubber; distal end assy with tube; insertion flexible tube w/segment; biopsy inlet t-piece; control body complete pb-free; light guide cable; suction nipple; o-rings and seals; insertion/s-nipple attaching screw. On 09-aug-2019, a device history review was performed under ivai-19-080009. The DHR review confirmed the endoscope was manufactured on 15-apr-2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 15-apr-2008. The video bronchoscope is currently awaiting qc final approval and organic sampling as of 23-aug-2019.